Event description:
The MFR's rep reported that the pt was not receiving stimulation from their device, and was getting a "power on reset" call dr" symbol on their programmer. The MFR's rep instructed the pt on how to perform a physician mode reset. The reset was not successful. The MFR's rep met with the pt three days later and was able to clear the por message. The pt was able to use their device again.